Manufacturer narrative:
Carefusion (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that when they turn the ventilator on the touch screen does not come on and it stays dark. The customer reported that there is no patient involvement.

Manufacturer narrative:
Results of investigation: the suspect faulty front panel was returned for evaluation where the failure analysis lab was unable to reproduce the reported event of the screen being blank. Upon powering on the component the display powered on with a red tint. The device was tested and all icons were functional.